Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients spouse that they were unhappy with their implantable pulse generator (ipg) system and had it explanted 6 weeks after implant for an unknown reason. The system was not replaced. No patient complications have been reported as a result of this event.